Event description:
After 24 hours of iab therapy, blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred.

Manufacturer narrative:
Additional information was provided by the user faciltity.